Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The customer decided to purchase a new device and did not want to send this device in for evaluation.

Event description:
In this event it was reported that files would not hold in an e3 contra angle; no injury resulted.